Event description:
It was reported that the patient with diabetes after changing supplies the previous day, blood glucose increased to 330 mg/dl. The patient did not require medical services. The patient removed the infusion site and saw that the cannula was kinked. No line blocked alarms were received during this event. The patient replaced the infusion site and resumed insulin delivery, which resulted in glucose levels returning to normal. The insulin used was novolog. The event occurred while the patient was using the device, and there was no injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.